Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted two needles and one suture. The needle was observed to be detached from one end of the suture. The other needle was observed to be attached to the other end of the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure, but the product was not used on the patient. When the needle was removed from the packaging, the needle detached from the thread. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.